Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 521814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and leiomyoma nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("plaintiff claimed infection(bladder/urinary tract/vaginal): uti") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: left fallopian tube was cannulated with the essure device with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. One coil was too high but the coils the operation "took". Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, device expulsion and pelvic pain most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet received. Reporter information updated. Patient demographic updated. Event: plaintiff claimed infection: uti, dyspareunia (painful sexual intercourse) were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 521814-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and leiomyoma nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("plaintiff claimed infection(bladder/urinarytract/vaginal): uti") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: left fallopian tube was cannulated with the essure device with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. One coil was too high but the coils the operation "took". Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, device expulsion and pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 521814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and leiomyoma nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure coils) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: left fallopian tube was cannulated with the essure device with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, device expulsion and pelvic pain. Most recent follow-up information incorporated above includes: on 15-nov-2018: medical record received. Lot number, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and leiomyoma. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: left fallopian tube was cannulated with the essure device with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, device expulsion and pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, concomitant disease, patient demographic information, product indication, new events device expulsion, menorrhagia and vaginal haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery to remove one or more of the essure coils on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.